Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-aug-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient has had issues with a lead that had migrated a few years ago. The patient was apparently doing well with what she has until recently. The factors that may have contributed to this issue are unknown. The patient said that she was successfully reprogrammed in the past. The implanting physician determined the best course of actions was to replace the leads and the battery. The leads were replaced with a great deal of difficulty. The battery was replaced, and not issue were noted. The issue was resolved at the time of this report. No further complications were reported. No patient symptoms were reported.